Manufacturer narrative:
Device not returned to manufacturer for investigation.

Event description:
It was reported that during a procedure at the user facility the tip of the impaction bur guard broke, separating from the rest of the guard. Nothing fell into the mouth of the patient, but the patient received a superficial friction burn to the lip. The procedure was completed successfully using back-up equipment with no delay. Bacitracin ointment was applied to the burn at the end of the procedure. Subsequently the patient went to the ER with infection concerns relating to the friction burn. No additional treatment was given at the ER, and it was determined that the burn was healing normally. The impaction bur guard in use at the time of the incident was to be replaced by (B)(6).